Event description:
I had a ventral incisional hernia repair with gore-tex dualmesh. I have been in and out of doctor's offices and hospitals many times since. I have had abscesses drained in doctor's offices and hospitals. I am now under the care of a new doctor and he has operated twice, removing infected mesh and staples. I now have a place in my stomach that drains constantly. It has to have a dressing changed 2 or 3 times a day. My husband uses 2 4x4 gauze pads that he puts doubled up on my stomach and completely covers it with tape in case it leaks through. Not only is this irritating to my thin, sensitive skin, but it is terribly inconvenient. That's not the worst part though- there is an awful odor! I smell it constantly and worry that everyone else does. My doctor says to put up with it as long as I can. But if a large abscess flares up I'll have no recourse but yet another operation. If he keeps operating, he says a piece of bowel might be caught up in this mesh, and that would mean wearing a "bag." I can't live like that! I know I'm not the only person that has had this happen. I know you have recalled the kugel mesh put out by this same company. Why hasn't this one been recalled?